Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise which was being oversensed as a ventricular fibrillation episode. Programming changes were made to disable high voltage therapies. The lead was explanted and replaced on (B)(6) 2020. Patient was stable and recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.